Event description:
At about 03:45 the alaris pump was alarming for "air in line" and a party member responded to the alarm. Party member noticed that the amiodarone bag that was infusing was dry. Writer was notified of the issue and responded since the full bag of amio (300mg/245ml) was freshly primed and hung at 01:30. Party members all inspected the pump and came to the same conclusion. The pump was programed to deliver 150ml of medication at a rate of 25ml/hr. According to the pump at the time of our response, only 47ml had been administered. However, the entire bag of medication was empty. Upon further evaluation it was observed that when the primary tubing was engaged in the alaris channel, with all clamps unlocked, the medication would continue to gravity feed though the channel, though the channel was turned off. This led us to the conclusion that the alaris channel was malfunctioning and delivered the entire amiodarone bag via gravity over the course of about two hours. The ICU team was made aware and wanted close watch on vitals for the remainder of the shift. No adverse reactions were noted.